Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # unknown; product: lasso®, us catalog # unknown, lot # unknown. (B)(4).

Event description:
The below event reported involved a bwi product (navistar rmt) was described in the scientific literature journal: archives of cardiovascular disease (2014) 107, 88¿95, published on february 18th, 2014. All information has been received by biosense webster quality department on (B)(4) 2014. "Five hours after the procedure, a (B)(6) woman with a pfo presented a cerebral hemorrhage requiring neuro-surgical emergency revision. The postoperative period was unfortunately complicated by a definitive right hemiplegic procedure-related deficit. No tamponade was observed and no char on the catheter tip was noticed upon catheter removal."

Manufacturer narrative:
The device has been disposed by the customer. On april 29th, 2014 received additional information from bwi representative stating that after a call with the hospital, it was confirmed that the event occurred between (B)(6) 2011 and (B)(6) 2012. The event was not device related, that is the reason as to why the pharmacist did not informed of this event at that time. The pharmacist also assured that if the device had any implication or relationship to the event, they would have warned us and let us know of this. No further information will be available for this case. Per the information received, the event date has been updated from (B)(6) 2013 to (B)(6) 2012.